Event description:
While placing IV for CT scan I attached the bd maxplus pressure rated extension set to angiocath. Could not pull back any blood but I could see that the IV was good. Disconnected extension set and immediately got blood back from angiocath. I replaced this extension set with a new one and this one worked fine. I was immediately able to draw blood back to get blood sample. I saved the extension set that failed and the package. Ref mp5313-c lot 23019224.